Manufacturer narrative:
Insulin pump had constant motor error during rewind due to corroded motor home switch. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or alarms due to motor error alarm. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose at the time of 911 call/emergency room/urgent care/admission to hospital was 75 mg/dl. Significant events leading to the 911 call/emergency room/urgent care/hospitalization: customer had 35 units in a 9 hour window causing low blood glucose and seizure. Customer was wearing the insulin pump at the time of hospitalization. It was reported that customer was unable to rewind the insulin pump during motor error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.